Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through a pump reset, successfully resolving the issue, and was able to start their sensor session without further errors.